Event description:
Complainant alleged that the clinicians were attempting to pace a pt, but during the treatment, there was "no muscle twitching" and the pt's heart rhythm was not captured. The clinicians then obtained a second device and successfully paced the pt's heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant reported that the facility's biomedical engineering dept was unable to duplicate the reported malfunction. In addition, the complainant indicated that the facility is unsure if the device actually malfunctioned, as they are "not sure if it was the fault of the machine or if it had more to do with the time during the resuscitation that it was used".